Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that when they were attempting to charge the defibrillation energy on their device, the device would intermittently disarm itself and not complete the charge. This reportedly occurred on multiple energy levels. There was no report of any patient use associated with the reported issue.